Manufacturer narrative:
Investigation: data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 2.3, reference: 8.7, mean: 5.50, confidence limits: na. The mean is >5.0 and the different is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l info is required. Customer did not provide a lot number or return product for investigation. Unable to perform further investigation without add'l info. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. No strip lot info wa available. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 2.3, lab inr: 8.7. The time between testing was two hours. Therapeutic range 2.0 - 3.0 for pt. The pt could not provide the strip lot number or the meter serial number. There was no reported adverse pt sequela. There was no add'l info provided.